Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.0 diopter was implanted upside down into the patient's left eye (os) on (B)(6) 2022. The lens was intraoperatively implanted, removed, and replaced for a same size lens and the problem was resolved. Cause reported as unknown. No patient injury was reported. Reportedly, "no postoperative problems."

Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search: no similar complaints within associated lots were found. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).